Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes out of range (B)(6). Due to a suspected problem with the svc coil, the physician chose to program the svc coil off.

Event description:
It was reported that the lead impedance had increased. The pocket was opened and the connection was found to be proper. The lead tested normal via an analyzer. When the lead was reconnected to the device, measurements were in range. The pocket was closed. The next day, the impedance measurements showed an increase. The ICD was explanted. A new sense/pace lead was implanted.